Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot am1089, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported:"breaking thread" what was being done when the suture broke (removal from package / during passage through tissue/ during tying / post-op)? How many sutures were broken during this single procedure during use or pre op? What was used to complete the procedure? What is the patient's current condition?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the thread was breaking. There were no adverse patient consequences reported. No additional information was available.